Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is the first of two reports from the same surgery. The second is (B)(4). The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. One device was returned with the mechanism damaged. The pushrods for implant #1 and #2 do not fire completely. After further evaluation, it was found that the gear rack and gearset timing are offset. In addition, the distal tip is broken off. It broke at the spiral weld. Also, the shrink tube is stretched. The second device functioned as per surgical technique. The most likely cause of this type of event is excessive movement of the needle from tear and/or the user not following the deployment sequence as stated in the surgical technique guides such as squeezing and releasing trigger out of sequence, and premature squeezing and releasing of the trigger. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2016 the surgeon performed a knee arthroscopy and began a meniscal repair using the first ar-4502, lot 300553 for the first cinch. First implant deployed but gun jammed for the second implant. The second implant did not fire. Surgeon pulled the cinch out of the patient and moved the cinch to the back table. Surgeon repeatedly pressed the trigger and the second implant finally fired on the back table. First implant remained in the patient. Surgeon then chose to use ar-4500's for the meniscal repair and a total of seven were used which all worked without issue.